Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. One stent of unknown size and type was successfully deployed in an unspecified location. One taxus express2 3.5x8mm drug eluting stent was successfully placed in the proximal left anterior descending (lad). When prepping a taxus express2 3.5x8mm drug eluting stent to overlap the previously placed taxus 3.5x8mm stent in the proximal lad, the stent got stuck on the wire. When the physician tried pulling back off the wire, the shaft broke. The stent was disposed and another taxus express2 3.5x8mm drug eluting stent was used to successfully complete the procedure. The event occurred outside of the pt. There were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.